Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of inaccurate results for albt2 tina-quant albumin gen.2 (albu2) tested on a cobas 6000 c (501) module. The customer claims that this has happened "quite often." The customer supplied 2 patient results that were a reportable malfunction. Patient 1 initial albu2 result was 3.6 mg/l. The sample was repeated 3 times with results of 79.2 mg/l, 6.5 mg/l, and 7.0 mg/l. Patient 2 initial albu2 result was 9.2 mg/l. The sample was repeated with a result of 22.3 mg/l. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The albu2 lot number was provided as 1111 with no expiration date given. The investigation is currently ongoing.

Manufacturer narrative:
The customer stated that they have had no additional issues following a field engineering specialist service visit to perform preventative maintenance on the analyzer. Further investigation determined that there was no information provided that would indicate a general product problem. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The albu2 reagent lot was 287343 with an expiration date that was requested but not provided. The customer still did not know a specific number of patient samples affected, but they stated there were "at least several." The customer stated that there has been no influence on other tests that they have noticed.